Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized due to a heart attack. The patient had been continuously using the stimulation therapy for more than two years prior to the heart attack. The cause of the heart attack was unknown and nevro had attempted to obtain additional information regarding the nature of the heart attack but was unsuccessful. The patient has recovered and is doing well now.